Event description:
(B)(4). Event occurred in the united states. It was reported that the child patient faced an event of infusion set tubing leakage at site on (B)(6) 2025. The blood glucose of the patient was high which was treated by correction bolus via pump. The infusion set was used for over twenty-four hours. The patient changed soft cannula infusion set and cartridge and resumed insulin. No further information available.